Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had previously triggered an alert for high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.